Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. The system operates as intended.

Event description:
The customer reported the system displays collimator iris errors. No patient injury was reported.